Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a leak is confirmed because it was reported in the sample evaluation that a leak was the result of the patient line disconnecting. The assignable cause was due to use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) is not connected during dwell 2 of 4 on a home choice (hc) and the hp explained she must have pulled the tubing out of her, the bed was wet and there was no alarm. The hp disinfected her patient line. The technical service representative (tsr) assisted to end therapy and advised her to contact the nurse. There was patient involvement. No patient injury or medical intervention was reported.